Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician tried to cannulate with a sphincterotome using normal techniques; however, due to a suspected stone, it blocked the cannulation in the ampulla, and he was not able to gain access. It was reported that the cannulation problem was not due to a device problem. As a last effort, an rx needle knife xl was unpacked, inspected, and was tested by extending and retracting the needle to ensure it was working prior to handing it to the physician. The physician then inserted the device into the scope and began to position. Once in position, he began to cut. Upon the second or third cut, the needle just fell off. The staff took the device out of the scope, inserted the biopsy forceps, and retrieved the needle tip from the patient. The procedure was ended after the needle trip was retrieved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of using biopsy forceps to retrieve the detached needle tip. Imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that a portion of the needle was broken and detached, which was consistent with the findings when the device was observed under magnification. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the needle wire was broken and had residues from the procedure. It can be determined that current was applied to the device. Based on the condition of the device, the problem found could have been generated most likely due to the technique used, patient anatomy, interaction with the scope or additional devices, also if it was exceeded the maximum of voltage or if the cutting wire was not in constant motion as per IFU states. Therefore, these procedural factors could have contributed to the broken wire and then getting detached from the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician tried to cannulate with a sphincterotome using normal techniques; however, due to a suspected stone, it blocked the cannulation in the ampulla, and he was not able to gain access. It was reported that the cannulation problem was not due to a device problem. As a last effort, an rx needle knife xl was unpacked, inspected, and was tested by extending and retracting the needle to ensure it was working prior to handing it to the physician. The physician then inserted the device into the scope and began to position. Once in position, he began to cut. Upon the second or third cut, the needle just fell off. The staff took the device out of the scope, inserted the biopsy forceps, and retrieved the needle tip from the patient. The procedure was ended after the needle trip was retrieved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of using biopsy forceps to retrieve the detached needle tip. Imdrf device code a0401 captures the reportable event of cutting wire broken.